Event description:
The defibrillator reportedly failed to charge during use on a pt (pt details not reported). The pt's outcome was not reported. There were no adverse affects to the pt reported as a result of device use.